Manufacturer narrative:
Additional information was received, the customer reported the lot number of the device and stated the drivers will not be returned to the manufacturer for evaluation. The customer also confirmed the counter torque wrench was not used. Per the surgical technique states the instrument should be used with the corresponding counter torque wrench. The root cause of this event cannot be conclusively determined with the available information, however the use of the instrument without the corresponding counter torque wrench may have caused or contributed to the reported event. Lot number a1432006a was added. Date received by manufacturer was updated to reflect the date additional information was received. Conclusion was updated.

Manufacturer narrative:
Without a product return, no product evaluation is able to be conducted. The lot number is unknown; therefore the device history records are unable to be reviewed. The user facility is foreign; therefore a facility medwatch report will not be available. Current information is insufficient to permit a valid conclusion about the cause of this event. If additional information is obtained that adds value to the relevant content of this report and/or a conclusion can be drawn, a follow-up report will be sent.

Event description:
It is reported during a fusion surgery, both screwdrivers broke while tightening the screws. In both cases the tip of both broken instruments remained stuck and could not be removed. The surgery was completed as the breakage occurred with the last two screws from the set.

Manufacturer narrative:
The customer returned the final screwdriver shaft which broke during the surgery; the customer is not returning the associated torque limiting handle used in this case. There is no reported malfunction of the torque limiting handle. A follow up report will be submitted upon the completion of the device evaluation of the final screwdriver shaft.

Manufacturer narrative:
The review of the device history records did not reveal any non-conformances to specifications or deviations in procedures that might have contributed to the reported event. The visual evaluation of the two returned screwdrivers identified that the thread part of the screwdriver is broken. The exact root cause of this issue is unable to be determined, however it is possible excessive load associated with an angulation between screwdriver and blocker tip (no use of the counter torque wrench) led to the breakage of the screwdriver tip.